Event description:
It was reported that during a robotic prostatectomy procedure, the jaws wouldn't open on the instrument. The case was completed using clips. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the jaws stuck closed with thick tissue between them. The jaws were forcibly opened and the tissue removed. Upon visual inspection it was noted that the upper jaw was damaged and misaligned. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.